Event description:
Consumer has a related case in snow- (service now) (B)(4). Consumer reported, no insulin flow when priming the pen needle. Stated, the non-patient end of the pen needle is bent after trying to prime. Stated, 4 pen needles were affected. Lot: 2354674 catalog: 320555 date of event: unknown samples: yes.

Manufacturer narrative:
Investigation summary: samples were received, and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. Corrected data: b4: date of the initial medwatch report submission was december 18, 2023. 4 pen needles affected. H3: device was returned for investigation. Additional information added: h6: component codes, type of investigation, investigation findings, investigation conclusions, h10: investigation summary.

Event description:
Consumer reported, no insulin flow when priming the pen needle. Consumer reported, no insulin flow when priming the pen needle. Stated, the non-patient end of the pen needle is bent after trying to prime. Stated, 4 pen needles were affected.